Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure deployment issues occurred. The target lesion was located in the superficial femoral artery. Access was via a crossover from the left to right using a non-bsc sheath. The lesion was predilated with a 4mm sterling balloon. The 5x200mm innova stent was placed. During the first phase of deployment it was "more difficult" than usual. The second phase of deployment with the pull grip was initiated, but the physician was unable to release the stent as there was no connection between the handle and the outer covering. The physician removed the entire system in pieces and released the stent. However, it was noted that the stent architecture had shifted. The stent was then dilated. No patient injury was reported and the patient status was okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. There was a kink at the nosecone. The inner liner was kinked approximately 21cm from the tip. The stent was not returned with the device. The handle was opened up and no issues were noticed inside. There was no evidence of any separation issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).

Event description:
It was reported that during a peripheral stenting treatment procedure deployment issues occurred. The target lesion was located in the superficial femoral artery. Access was via a crossover from the left to right using a non-bsc sheath. The lesion was predilated with a 4mm sterling balloon. The 5x200mm innova stent was placed. During the first phase of deployment it was "more difficult" than usual. The second phase of deployment with the pull grip was initiated, but the physician was unable to release the stent as there was no connection between the handle and the outer covering. The physician removed the entire system in pieces and released the stent. However, it was noted that the stent architecture had shifted. The stent was then dilated. No patient injury was reported and the patient status was okay.